Manufacturer narrative:
Additional information in section b5. H10: received two (2) used bd alaris pump sets, two (2) used spinning spiros, and one (1) bag spike adaptor with a chemolock side port. As received, the devices were connected. No visible damage or anomalies were observed. The connected devices were leak tested. Leakage occurred from the o-ring/poppet interface of spiros sample 2. No other leaks were identified. The reported complaint of leakage can be confirmed on one (1) of the two (2) spiros returned. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review (DHR) lot# 4421334 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
Additional information received from a sus voluntary event report (mw5096776) that stated: "while infusing chemotherapy tx(doxorubicin), leak noticed at the closed-system transfer device (icy medical spinning spiros) majority of the bag had already been infused and about 30 ml of medication remained when leak was discovered. FDA safety report ID (B)(4). ¿.the customer reported the type of event is a serious injury, however, no adverse event reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is not complete.

Event description:
The event involved a spinning spiros closed male luer, red cap that the customer reported a unspecified chemotherapy leak between the patient port and the spiros. The chemotherapy was stopped with only 30 ml remaining in the bag and the spiros was disconnected from the patient. The patient changed their gown and a spill kit was used. There was patient involvement, however, no adverse event, no patient injury, and no delay in therapy since the majority of the chemotherapy bag was given.